Event description:
Dr. (B)(6) urological would like a phone call from someone in our clinical department. He has 2 patients that he recently performed prostiva procedures on that have now developed some sort of prostatic cysts. He is concerned and would like to talk to someone about these cases. The patient reported somewhat irritative symptoms following the procedure at which time a turp was performed and multiple cavitations were seen during the turp procedure. The patient had worse symptoms following the prostiva procedure than before.

Manufacturer narrative:
Urologix has contacted dr. (B)(6) office 8/26/13, 8/29/13, 9/03/13, and 09/06/13 requesting additional information. However, information has not been provided at this time that can confirm these events are actually classified as reportable. Once the treating physician has supplied additional information, a supplemental report will be filed.